Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Both haptics are bent in the gusset and distal area against the posts. The optic has a scratch and a large scrape mark on the anterior side of the optic. The optic edge is torn/split/cracked against a post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported scratch was observed. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the photo provided shows the iol in the lens case. Due to the quality of the photo no damage or the presence of viscoelastic can be determined. The product investigation could not identify a root cause. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported that before the cataract extraction with an intraocular lens (iol) implant procedure, there were scratches found on the lens.